Event description:
The account alleges that there was a defect in the packaging sterilization and the inner contents. This was identified during an initial inspection of the received product. The device was not sent to a user facility.

Manufacturer narrative:
The suspect medical device was returned for evaluation. The device was examined visually and microscopically. The packaging was bubble tested and the sterility was found to be compromised. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.